Event description:
It was reported that during the procedure, the device had a red screen when turned on. Finally, the procedure was terminated. The patient was stable, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was found that the power box was damaged, and the simmer board and mother board burned fuses. After replacing the mother board fuse and the simmer board the equipment returned to normal. It was likely that the power box, the simmer board and the mother board fuse were damaged; therefore, the reported allegation was confirmed leading to the reported event. Most likely the damaged power box, the simmer board and the mother board fuse could have affected the device performance leading to the event experienced by the customer. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the device had a red screen when turned on. Finally, the procedure was terminated. The patient was stable, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.